Event description:
The event involved a plum duo infusion system where the customer reported that the device infused incorrect amount. It is unknown if there was no patient involvement. No harm, adverse reaction or delay in critical therapy reported.

Manufacturer narrative:
The device was evaluated in the field. A delivery accuracy test was performed to attempt to duplicate the reported issue of an incorrect amount infused. The reported issue was not duplicated. The reported issue was not confirmed in history; no problem found.